Manufacturer narrative:
The device and battery were returned to zoll medical corporation and the customer's report was observed during initial testing. During debug effort, the fault was unable to be verified to a suspect assembly. Review of the device logs also found messages indicating a defib charge timeout failure. The battery lugs and battery cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device delayed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.